Manufacturer narrative:
The complaint that the hydrophilic stylet pierced the catheter is confirmed and should be recorded as user related. It appears perforation of the catheter was caused by the user retracting and then reinserting the stylet, forcing it through the tubing wall during placement. During decontamination, it was noted that the hydrophilic stylet was protruding from the catheter wall at the 5 cm maker. The catheter was found pt and leaked from the protrusion. Soaked and flushed with a 1:10 bleach solution x 15 min. A chr of lot #22eo8340 showed no other product complaints from this lot number. The product returned for evaluation is a 4 fr single lumen catheter with the stylet wire inserted. The stylet is protruding from the lumen of the catheter at the 5 cm marker. The overall length of the stylet/catheter assembly measures 24.8 inches in length. The stylet wire was examined upon the condition it was returned. Under microscopic examination the tipped end is present on the stylet and appears normal. Microscopic examination of the distal tip and throughout the length of the stylet shows are no burrs, fraying or sharp edges on the wire. The coils are concentric with no elongation the catheter has been punctured at the 5 cm marker. No other damage to the catheter was observed. The user probably attempted to retract and reinsert the stylet wire and in doing so forced the tip of the wire through the lumen wall. Considerable force has been exerted on the wire to perforate the wall of the catheter. The complaint that the hydrophillic stylet pierced the catheter is confirmed and should be recorded as user related. It appears perforation of the catheter was caused by the user retracting and then reinserting the stylet, forcing it through the tubing wall during placement. The instructions for use accompanying this product inform the user to, "pre-flush catheter with sterile normal saline or heparinized saline to wet hydrophilic stylet. Never use force to remove the stylet. Resistance can damage the catheter."

Event description:
The PICC was being inserted and the nurse noticed swelling of the arm, removed PICC and noticed that the guidewire was sticking through the catheter about 6 cm up from the tip of the catheter.